Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed a lead warning for rising impedance. The rv lead showed possible loss of capture on telemetry. The right atrial (ra) lead showed undersensing which was suspected to have resulted in a mode switch. The rv and ra lead remain in use. No patient complications have been reported as a result of this event.